Event description:
It was reported that the inflatable penile prosthesis (ipp) would not longer inflate and the pump was squishy. The doctor examined patient, claimed the device was empty and that was why it would not inflate. A replacement surgery was performed and the source of the fluid leak was not identified. No patient complications were reported.